Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm. Unable to determine the root cause per r&d. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed stuck button and pump error. The customer¿s blood glucose was 6.7 mmol/l at the time of incident. Customer¿s parent stated that the insulin pump alarmed pump error prior to stuck button alarm and no troubleshooting was performed due to insulin pump was not available. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.